Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the green cap disconnected from the feeding tube, leaving only the small tubing in the baby hanging out. This poses a risk of infection and aspiration. Per additional information received on 11/08/22, there was no harm. The device was replaced and the patient was discharged home.

Manufacturer narrative:
The device history record file was reviewed, and no discrepancy was found according to the failure mode reported. One sample with an unknown lot number was received for evaluation. After performing visual inspection based on product specification, the detachment of the purple connector can be observed. A gemba walk through was performed in the manufacturing area with a multifunctional team (quality, manufacturing, engineering); after the gemba walk, the specific root cause could not be found. The current process was running according to approved specifications. A definitive root cause could not be determined. This is the first complaint related to this incident during the past year; there isn't a negative trend that indicates a potential issue on the process. This incident can be considered an isolated event. Controls in the standard work instruction in which a tension test is performed to confirm the connector is not detached prior to release of the product. Production personnel was provided an awareness notification of reported condition.